Event description:
The manufacturer became aware of a literature published by the ¿département d¿orthopédie-traumatologie, france¿. The title of this report is ¿arthrodesis of thumb interphalangeal and finger distal interphalangeal joints using the intramedullary x-fuse1 implant: retrospective analysis of 38 cases¿, published on march 12, 2015, and can be found at http://dx.doi.org/10.1016/j.main.2015.01.002. The report is associated with the stryker ¿x-fuse memometal nitinol implant¿ and includes an analysis of the clinical data that was collected on 35 patients. The cases in this study range from june 2010 to october 2012. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 2 patients experienced non-union and implant disassembly, which required revision.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿département d¿orthopédie-traumatologie, france¿. The article can be found at http://dx.doi.org/10.1016/j.main.2015.01.002. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.